Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that partially discharged batteries were being installed in the pump. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When an evaluation is completed a supplemental report will be filed. No conclusions can be made at this time.